Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
Pt reported, she woke the morning of (B)(6) 2011 with a blood glucose level of 450 mg/dl. Pt stated she checked the infusion device and noticed the device was in stop mode. Pt reported she did not place the infusion device into stop mode. Pt reported, she placed the infusion device into run mode and gave a bolus with the infusion device. Pt stated, she also changed the basal rate. Pt reported 3 weeks ago, she experienced the same issue. No further information is available. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.